Manufacturer narrative:
(B)(4). Device evaluated by MFR the product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual inspection of the returned tasp found it to exhibit signs of repeated use nicked / gouged. Medical records were not provided. Device history record (DHR) was reviewed for deviations and/ or anomalies with no related deviations / anomalies identified. This tasp has not been in the field for five years but shows signs of excessive wear nicks/gouges /worn. Therefore, a definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g) code is: mechanical (g04) - provisional bottom. The tasp is not fractured, it is worn, therefore, this event is not reportable.

Event description:
No further event information available at the time of this report.